Manufacturer narrative:
Product event summary: the device was returned and analysis of the device found no anomalies. It was noted the set screw was found in the connector bore.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after connecting the lead to the header of the device, the physician did not think the lead was connected correctly so re-connection was attempted. It was then noted the setscrew could "not get the lead firm" and after attempting to connect the lead again, the physician chose to replace the device. No patient complications have been reported as a result of this event.